Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient is experiencing discomfort at her ipg site due to its location. As a result, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the patient's ipg was explanted and replaced with a different model. The replacement ipg was implanted at a new location. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.